Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that it was observed that the button did not return to its original state on the air reamer/drill device. During service and evaluation, it was observed that the air reamer/drill device trigger was blocked and jammed. It was noted that the device had a bad functioning valve, and the motor power was too low. It was further observed that the motor and gear were filled with debris, and the valve was heavy moving. It was also noted that the device failed pre-repair diagnostic tests for trigger function, immediate stop assessment, power with test stand, and starting behavior. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.